Event description:
It was reported that intermittently the "fill tubing is very slow and inconsistent". Reportedly the customer "believes" they changed the cartridge and resumed insulin to address the issues. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump.